Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for normal device check, inappropriate auto mode switching due to cross-talk was observed. Patient was asymptomatic. Programming changes were made. Patients condition was stable.